Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose was unknown. The insulin pump was not delivering insulin correctly bolus and basal, insulin pump was leaking insulin. The customer stated that they received random unexplained no delivery alarms, some random no delivery alarms during priming, rewind more than once per reservoir change. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.